Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000379 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a vizigo and the patient experienced groin hematoma / hemorrhagic shock / disseminated intravascular coagulation / anemia / dyspnea required compression hemostasis, noradrenaline, ventilation, and ECMO. The patient died. Wire had difficulty puncturing right femoral vein and might have grazed the artery, so it was removed from the patient¿s body. As hematoma had developed, compression hemostasis was performed. The ablation itself was performed by reinserting the sheath into the left femoral vein and pulmonary vein isolation was performed as scheduled. During the procedure, there was no increase in hematoma in the right femoral, blood pressure, etc., were maintained, and the patient was sedated but remained conscious. Since a decrease in blood pressure was observed after administration of protamine, noradrenaline was started to be administered. Since the patient had already taken steroids beforehand, no intravenous administration was performed. In the morning after the day of the procedure, the patient¿s condition suddenly changed and died. Patient had dyspnea and cold sweats at night, so back valve mask was used for assisted ventilation. Patient's pulse was gradually increasing, but heart rate (hr) was in the 70's when the in-room monitor was applied. Spontaneous respiration disappeared. It was checked whether pericardial effusion was present by transthoracic echocardiography, and there was no pericardial effusion. ECMO was used, and contrast-enhanced CT scan was performed to scrutinize the source of bleeding. Extravasation was confirmed at the right femoral artery puncture site but when the patient entered the intensive care unit (ICU), hb remained at 10 on blood gas analysis and it was not strongly implicated in this "cpa", but there was no confirmation. Hematoma in the right femoral and right cervical region was increased after contrast-enhanced CT scan, blood tests showed findings of dic (disseminated intravascular coagulation). Possible causes of dyspnea included exacerbation of myasthenia gravis, severe allergic reaction to drugs such as protamine, and circulatory failure due to bleeding at the puncture site. Preoperatively, prohibited or concomitant medications were not used for myasthenia gravis. There were no findings to suggest anaphylaxis, the degree of anemia was mild for circulatory failure due to hemorrhage, and no obvious cause could be identified. Pathological autopsy revealed that the direct cause of death was findings of hemorrhagic shock due to disseminated intravascular coagulation syndrome (dic). The brain, heart, lungs, liver, and gastrointestinal tract were also examined, but there were no obvious findings, as the cause of dic. In addition, the patient had been taking steroids for a decade and showed atrophy of the adrenal glands, which secrete various hormones, but it was not clear whether this could be the direct cause of the shock. Per physician's opinion, this issue might have been caused by a puncture site in the femoral vein, but since no pericardial effusion was observed in the tte, the cause was not considered to be intracardiac. Additional information was received on 26-aug-2024. The physician's opinion on the cause of the adverse event was procedure and patient condition. The possible cause of the hematoma was that the wire might have injured the artery due to manipulating difficulty during groin puncture. Possible causes of dyspnea included exacerbation of myasthenia gravis, severe allergic reaction to drugs such as protamine, and circulatory failure due to bleeding at the puncture site, but no obvious cause could be identified.